Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead exhibited high pacing thresholds and loss of capture. Lead dislodgment was suspected but flouroscopy showed that the lead had not moved. A revision procedure was performed to replace the lead. During the revision, a piece of vein was found attached to the screw. The extra tissue is believed to have prevented good contact between the lead and the heart wall and caused the increased pacing thresholds. This rv lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood/tissue around the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. Laboratory analysis was unable to conclusively determine the root cause of the reported problems but noted that it is possible that the tissue entwined on the helix may have affected the electrical performance of the lead.